Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead, 2006-(B)(6); 6947 implantable tachy lead, 2010-(B)(6); 4195 implantable pacing lead, 2010-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the battery voltage is at or below recommended replacement time (rrt). The clinician feels that the battery longevity of the device may be shorter than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.